Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During the procedure, air was noted in the sheath. The sheath was attempted to be aspirated multiple times. The procedure was completed using the original device without patient harm. The sheath is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.